Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to electrocautery exposure. The device was tested on the bench and it was noted that the device had reached eri due to normal depletion; the device was otherwise normal. The cause of the bvvi was due to electrocautery exposure.

Event description:
It was reported that the patient presented to the operating room for a device change-out due to eri. Upon opening the pocket, failure to pace was observed on the pulse generator; premature battery depletion was suspected. It was noted that the device was exposed to a cautery pen. It was also noted during procedure that the patient was temporarily treated with a transcutaneous pacer. The device was replaced successfully. The patient¿s condition was stable and would continue to be monitored with routine follow-up.